Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a percutaneous vertebroplasty (t11) treating compression fracture on (B)(6) 2021. The trial balloon on both sides were inflated, the surgeon tried to inflate the stent on the left. But the stents backside was not inflated and was retracted. He moved on to the right side and tried to inflate another stent. Cement was applied on both sides. Procedure was completed successfully with 30 minutes delay. The surgeon commented that centrums ossification might have prevented the stents from complete inflation. This report is for one (1) vbs w/balloon sm. This is report 1 of 2 for complaint (B)(4).